Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer was unable to clear the alarm and reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer¿s blood glucose.